Manufacturer narrative:
The field service engineer (fse) observed issues with instrument ultrasonic voltages. The fse could not adjust the high level ultrasonic voltage within the specification (197v+/- 3v); the voltage would only adjust to 132v. The fse reseated the ultrasonic printed circuit board (pcb) board and replaced the transducer tip but observed the pipettor was not performing properly. The fse replaced the ultrasonic pcb board to correct the pipettor performance and noted assays results passed within the acceptable range. The fse performed passing precision study and proactively replaced the on board reagent packs as a precautionary measure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4). This medwatch report is related to MDR 2122870-2013-00521.

Event description:
The affiliate reported the customer alleged erroneous troponin I (access accutni) and beta human chorionic gonadotrophin (bhcg) results, for one patient¿s sample, on two separate days, involving the access 2 immunoassay system utilized in conjunction with the access accutni and access total sshcg assays and calibrators. Subsequent analysis of the patient¿s sample, on an alternate unicel dxi system, produced lower results for both parameters. The erroneous results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. System check, performed on (B)(6) 2013, passed within specifications. Quality control (qc) was within range prior to the event and erratic after the incident. The customer analyzed the troponin sample in becton dickinson (bd) lithium heparin tubes and bhcg sample in serum tubes. The samples were centrifuged at 3,000 rpm (rotations per minute) for ten minutes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report one of two referencing the bhcg result obtained on the event date noted.